Event description:
Facebook comment: "wife's body rejected her stimulator and had to have it removed. It's been 4 weeks now and she's not been sick once since it was removed. Reason for installing it was damaged vagus nerve from a nissen fudaplication surgery. No diabetes!" The commenter claims that his wife's body rejected the therapy and had to have it removed. Attached many images of what appeared to be infected incision site.